Manufacturer narrative:
Lot history review indicates no related component or manufacturing issues and no product complaints of similar nature. The complaint of leakage is unconfirmed, since the catheter could not be made to leak.

Event description:
Catheter pl for infusion of antibiotics. Correct positioning was verified by x-ray. During 2nd injection, pt experienced intense pain in upper right arm and had immediate bruising. The catheter was removed. It was reported that a 'bleb' was noted on the catheter where leakage occurred.